Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: a device history record review could not be completed for this complaint since the lot number is 'unknown.' To aid in the investigation, one photo sample was received for evaluation by our quality team. The photo shows a needle with no plastic hub. It is not clear from the photo if there is a lack of epoxy. It is possible that this defect can occur when there is not enough epoxy applied to the needle-needle hub joint. To confirm this the physical sample would be needed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: probable root cause is not enough white epoxy applied to the needle-needle hub joint. To confirm this we would need the sample. Rationale: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that prior to use the catheter separated from hub with a bd¿ blunt fill needle. The following information was provided by the initial reporter: it was reported that the plastic hub is coming off of the needle. While drawing up some medication from a vial, the needle separated from the plastic base. This has happened to several other nurses within the last week or so.